Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with an undefined quantity of binaxnow covid-19 ag card tests. No repeat testing or confirmation testing information was provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with an undefined quantity of binaxnow covid-19 ag card tests. No repeat testing or confirmation testing information was provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: d4 (UDI number) and d9. Investigation conclusion: tested the binaxnow covid-19 ag card retain kit lot 135315 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 135315 and device part number 195-430h / lot 133171. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.001%. Based on the evidence available, it indicates that this device lot is performing within label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.